Manufacturer narrative:
This report contains a correction to field h6: impact codes from section h device manufacturers only. Initial reporter first name was provided to bsc. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals in the atrial channel and the patient reported feeling palpitations. The health care professional (hcp) noted seen two pauses. Technical services (ts) was consulted, discussed that no ventricular loss of capture (loc) was noted in the available electrograms (egm). This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals in the atrial channel and the patient reported feeling palpitations. The health care professional (hcp) noted seen two pauses. Technical services (ts) was consulted, discussed that no ventricular loss of capture (loc) was noted in the available electrograms (egm). This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Initial reporter first name was provided to bsc. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.